Event description:
It is reported that the hex head of the screw driver fractured during use and came off in the screw.

Manufacturer narrative:
Evaluation summary: it is unknown how the screw driver was used. The tip has fractured due to possible wear and/or overloading at the tip. Stripping and/or fracture may be predominantly due to improper and/or off-axis seating of the driver into the hex of the screw or failure to pre tap very hard dense bone prior to insertion of the screws, or a combination of both. Usage history of the screw driver is unknown. Insufficient information is provided to determine the root cause of the event. As returned, the tip of the screwdriver has fractured off. The broken region of the screwdriver was not returned. The manufacturing records are in order and do not indicate any manufacturing anomalies. Meets print specification where measured.